Manufacturer narrative:
Follow up # 1 (07/30/2014), lfs has received the patient¿s medical records related to the injuries the patient allegedly incurred due to the subject meter. Lfs medical affairs department reviewed the medical records on (B)(4) 2014 and concluded the following: based on the medical records provided for review, there is no medical evidence that the patient¿s onetouch ultra 2 meter or onetouch ultra test strips caused or contributed to his accident. Per the medical records, the patient is a type 2 diabetic and manages his diabetes with lantus insulin and apidra insulin (sliding scale) in addition to blood pressure and cholesterol medication. At the time of the accident, there was no evidence that the patient lost consciousness, but he may have become dizzy or lightheaded. The records revealed that the patient struck a curb while riding his bicycle and lost control at approximately 30 mph downhill. The patient was not wearing his helmet. At the time of hospital admission on (B)(6), there were no blood glucose values reported. The only blood glucose results reported were on (B)(6) and were reported as ¿130mg/dl and 134mg/dl¿ respectively. He was given 10 units of novolin regular insulin while in hospital and was not treated with glucagon or IV dextrose which would have been expected had the patient suffered a low blood glucose excursion. There was no reference as to any medications/meals consumed prior to the injury, or if the patient tested using the subject meter prior to the injury. The patient¿s testing frequency is not known. Based on the information provided this complaint is being ruled out.

Manufacturer narrative:
Follow up # 2 - 09/19/2014. Additional medical records pertaining to this event were provided to lfs medical affairs dept on (B)(6) 2014. The additional information did not alter the conclusion of this report. "The ems report revealed no symptoms of hypoglycemia. The blood glucose (bg) taken by the medics on location (08:42) was 92 (mg/dl) and the initial bg readings obtained by the hospital were 101 mg/dl. In addition, the pre-accident bg log did not specify a bg reading for the day of the accident."

Event description:
On (B)(6) 2014, the johnson & johnson legal counsel contacted lifescan (lfs) advising of legal action filed against lfs for compensation regarding the onetouch ultra 2 meter giving a false result. The complaint was classified based on the court documents provided by the legal counsel. The patient claimed the alleged issue began ¿on or around (B)(6) 2010.¿ unknown to the patient at the time, he tested on the subject meter and observed a false/inaccurate result. The alleged result was not provided in the documents. After testing, the patient reportedly engaged in the physical activity of riding his bicycle. While he was riding, the patient claimed he ¿blacked out¿ as a result of his blood glucose level, and consequently he suffered a ¿serious accident.¿ the patient reportedly suffered serious injuries and required hospitalization and medical treatment. No diagnosis, treatment nor blood glucose values were provided. The patient¿s diabetes management is not known. Since lfs has only received the patient¿s first, last name, the company cannot confirm in the complaint handling database, if the patient had contacted customer service in the past regarding the alleged issue. This complaint is being reported because lfs became aware that the patient alleged that he suffered a serious injury that required medical intervention due to the subject meter giving an erroneous result. If lfs receives any additional information regarding this complaint a supplemental report will be submitted.